Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a 21 mm regent heart valve was implanted. The patient felt unwell a few days after implant and regurgitation was noted via echocardiogram. On (B)(6) 2017, the valve was explanted and upon explant, approximately half of one of the two leaflets was missing. The missing leaflet was unable to be located and remains within the patient. Another valve was implanted and the patient is reported to be stable and recovering.

Manufacturer narrative:
The results of this investigation indicated there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet and orifice damage. Rather, the dislodged leaflet and orifice damage was caused by some external force applied to the valve which overstressed the carbon material. Fibrous tissue containing histiocytes was found on the sewing cuff, and no acute inflammation was observed. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. The cause of the reported event remains unknown.